Event description:
The customer reported that there was a boot up problem. The field engineer noted the workstation failed to power up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The isd board and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.